Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing the device it would not open unless the handle was manually pulled open. It is unk how the case was completed. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.